Event description:
The customer's wife stated that the paramedics were called because the customer's blood glucose levels dropped to 40 mg/dl. The customer had changed the infusion set earlier in the day and was not connected to the infusion set during the manual prime. Troubleshooting was performed and the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.